Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that in the hls set 5.0 after priming and start of therapy, the customer noticed a small blood drip from the luer lock on top of outlet side of hls module. Attempted to tighten the luer lock with a cap, but with no suggest. Then tried to install a stopcock and still no change, drip continued. The customer decided to change the disposable to avoid any further problems. The second disposable started with no further issues. The affected hls module with lot#70135571 was requested for further investigation in the getinge laboratory. It was received on 2020-12-14 and during the technical investigation on 2021-03-30. The reported failure "leakage on luer lock outlet side" could be confirmed. During the investigation it was detected that a part of the luer lock was broken therefore it was not possible to seal the luer lock during the priming process. After consultation with the supplier of the part "blood outlet cover" as a most probable root a decreased material durability was determined caused by: material adherence during molding. Insufficient venting during molding. The decreased material durability in combination with external influences could lead to the mechanical damage of the luer lock connector. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer. Complaint. Based on the investigation results the failure "leakage on luer lock outlet side" could be confirmed. The issue has been addressed to the supplier of the tool to optimize the tool for the component luer lock. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that in the hls set 5.0 after priming and start of therapy, the customer noticed a very small blood drip from luer loc on top of outlet side of hls set. Attempted to tighten the cap, no change. Then tried to install a stopcock and still no change, drip continued. The customer decided to change the disposable to avoid any further problems. 2nd disposable started with no further issues. No indication of actual or potential for harm or death. Complaint ID: (B)(4).